Event description:
The customer reported an occlusion. The blood glucose reading was 165 mg/dl. In troubleshooting, sometimes insulin exited and at other times, insulin did not exit and the unit alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.